Event description:
It was reported the patient could feel stimulation all over his body when stimulation was turned on. The patient reported his device had caused shocking and "had gone crazy causing his whole body to shake." The symptoms occurred while the patient was recharging his implantable neurostimulator (ins) in post over-discharge recovery. The patient was admitted to the emergency room. It was later reported a power on reset (por) charging session had been initiated over the phone the day of the event. The patient's stimulation was shut off immediately. As of (B)(6) 2012, the por had not been cleared and the patient was not using his components. On (B)(6) 2012, additional information received reported the patient had "increased the voltage and it was too high and when he decreased the stimulator the voltage got stronger." It was reported the event occurred while the patient was recharging in bed, lying on his side. The patient confirmed he did not have a magnetic mattress. It was reported the patient's stimulation "went berserk in his back." The shocking got so bad the patient could not talk, eat, or sleep. The patient felt like he was being electrically shocked. The patient was not around electromagnetic interference (emi) when he felt the shock nor did he have any recent falls or traumas. On (B)(6) 2012, it was reported the patient decided on (B)(6) 2012, he wanted his system removed. His stimulation was not on and his battery was discharged. Additional information has been requested, but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2008, explanted:, product type: lead; product ID: (B)(4), lot#, serial# (B)(4), implanted:, explanted:, product type: recharger; product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2008, explanted:, product type: extension; product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2008, explanted:, product type: extension; product ID: (B)(4), lot#, serial# (B)(4), implanted: (B)(6) 2008, explanted:, product type: extension. (B)(4).